Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the wake button was not working. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.